Event description:
The manufacturer received information alleging a ventilator alarmed and shut down while in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. When the device was being tested, the piston cylinder overheated and caused the piston to stall. The piston cylinder was replaced to correct the problem. There was no patient harm or injury. The ventilator was found to audibly and visually alarm appropriately when it shut down. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.